Event description:
Patient to or with a rupture of right breast gel implant, approximately 37 years old. Surgeon noted right and left gel implants ruptured. Bilateral explants removed and replaced with bilateral silicone implants. Patient to pacu. No complications noted.